Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-15072022-0001221723 submitted for adverse event which occurred on (B)(6) 2018. Mwr-15072022-0001221537 submitted for adverse event which occurred on (B)(6) 2019. Mwr-15072022-0001221724 submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia and mesh removal on (B)(6) 2020. It was reported that the patient experienced pain and adhesions. No additional information was provided.